Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va01mbs, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v015431, implanted: (B)(6) 2007, explanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
It was reported that a patient's lead was implanted on (B)(6) 2007 and the rest of the patient's system was implanted on (B)(6) 2013. The patient had their entire system removed on (B)(6) 2013 due to an infection. Approximately (B)(6) 2013. It was noted that per operative antibiotics were administered. The patient did not have meningitis. The patient's symptoms were redness, swelling, and drainage. The infection location was at the device pocket. A culture was obtained from the device pocket. The organism cultured was "staph". Treatment for the infection was reported to be IV antibiotics. It was stated that the patient outcome was "infection resolved". It was noted that the patient had an autoimmune disorder before implantation. It was further noted that had developed "contact dermatitis which precipitated the infection". No additional information was received.

Manufacturer narrative:
(B)(4).